Event description:
The surgeon wanted to piggy-back an aq2010v model lens to another lens already in the pt's eye. But due to the eye being too small, the surgeon attempted to implant the lens but was unable to do so. The lens was removed with no pt injury. The lens did not malfunction. The injector and cartridge models used with this lens are unk.